Manufacturer narrative:
A patient experienced a fall and lost effective therapy was reported to abbott. Diagnostics indicated both leads had high impedance in all contacts. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2023-03736. It was reported the patient experienced a fall and lost effective therapy. Diagnostics indicated both leads had high impedance in all contacts. Surgical intervention may be pending to address the issue.